Event description:
It was reported that during implant procedure that the pacemaker had no low voltage output and had an intrinsic heart rate at 45bpm. The pm was not used and the physician elected to complete the procedure with a different pm. The patient was stable throughout.

Manufacturer narrative:
Correction: section h6 - the correct clinical code should have been "arrhythmia", rather than "no clinical signs, symptoms or conditions" in 2017865-2026-03162. Correction: section h6 - the correct impact code should have been "prolonged surgery", rather than "no health consequences or impact" in 2017865-2026-03162. Correction: section h6 - the correct medical device problem code should have been "no pacing", rather than "failure to capture" in 2017865-2026-03162.